Event description:
The customer reported that when they use their iabp for the first time, there was a failure of the esis (orange) ECG cable. The customer mentioned that someone spoke with a "technician" who told them to throw them away. There was no other information given. The customer later reported to a getinge service territory manager that they may have had an issue with the ECG cables and that there was no patient involved at the time of the event. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported issue. The customer indicated to the fse that the cables they suspected to have an issue were trashed and new ones were purchased. The fse then performed full calibration, functional and safety checks as per the factory calibration procedures. The unit passed all tests performed and was returned to the customer and cleared for clinical use. Corrected event site name & address: (B)(6).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
The customer reported that when they use their iabp for the first time, there was a failure of the esis (orange) ECG cable. The customer mentioned that someone spoke with a "technician" who told them to throw them away. There was no other information given. It is unknown whether there was patient involved or not; however no adverse event was reported.